Event description:
It was reported that during the placement of the endopulmonary vent (epv) in a patient, the flow-directed pulmonary artery catheter was floated through the epv into the pulmonary artery without problems. The pulmonary artery pressures were within normal limits, there were no signs of coronary ischemia and the ECG was normal. Upon advancement of the epv, the patient had a 4-5 beat run of premature ventricular contractions x2. At this point, advancement was stopped, the patient given a dose of lidocaine, and defibrillation pads were placed. Pressure tracings still indicated that the flow-directed pulmonary positioned correctly, the patient's rhythm stabilized, and blood pressure remained normal. The epv was advanced slightly, and the patient's rhythm went into ventricular fibrillation with a significant drop in blood pressure. Cardiac resuscitation was initiated, patient was defibrillated x1, and a lidocaine drip was begun. The entire episode lasted less then one minute. The patient's heart rhythm stabilized, blood pressure returned to normal, and urine output was good. After defibrillation, the pulmonary artery pressure indicated that the catheter fell back into the right ventricle. The surgeon decided to convert the patient to standard operation rather than try to re-advance the epv. Upon opening the pericardium in standard fashion, there was no evidence of right ventricular perforation. At that time the epv catheter system was removed from the internal jugular introducer. Five premature ventricular contractions were noted as the catheter was removed. The epv was replaced with a standard abbott oximetric swan catheter. Standard CABG was performed with left internal mammary artery to left anterior descending, saphenous vein graft to diagonal. Patient was extubated, awake and alert approximately four hours post-peratively with no furhter problems.